Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-03567; 0001822565-2023-03568. D10-medical product: cruciate retaining cr-flex (gsf) femoral component porous, item# 00575201502, lot# 61419506; tibial tray fixed bearing size 4, item# 00595403702, lot# 62253907. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
It was reported that a patient was revised approximately twelve years post implantation due to sudden onset pain.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the provided photos identified poly wear consistent with use and bio debris on the femoral and tibia plate components. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: extensive peri-implant osteolysis. A definitive root cause cannot be determined. This complaint cannot be confirmed for pain. Osteolysis was confirmed per x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.